Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-12847. It was reported the patient's implant site wound not healing properly due to an allergic reaction to the material. Follow-up information indicated that the physician opted to explant the system. Physician indicated no signs of infection were present.